Manufacturer narrative:
The electrode belt and monitor have been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2022 while reportedly wearing the lifevest. The patient received an inappropriate treatment. The device was started up at 22:21:16 on (B)(6) 2022. At 10:34:55 on (B)(6) 2022, an arrhythmia was detected. ECG shows sinus rhythm @ 90 bpm with low amplitude cardiac signal. At 10:35:37, the patient received the inappropriate treatment. Oversensing of low amplitude cardiac signal contributed to the false detection. The rhythm at the time of treatment was sinus rhythm @ 90 bpm with low amplitude cardiac signal. The post shock rhythm was sinus rhythm @ 85 bpm with low amplitude cardiac signal, motion artifact and electrode lead falloff. The device was shut down at 13:53:31 on (B)(6) 2023.